Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.50/+1.0/089 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).